Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was observed during review of the device's activity log. It's important to note that during review of the activity logs it was confirmed that the device had not been connected to ac power since 2-12-17 and that the batteries depleted on 4-17-17 after prompting "low battery" and "replace battery" messages. R series operator's guide instructs users that when a "low battery" appears; to plug the unit into ac power source or install a fully charged battery. When the warning "replace battery" appears, the user should immediately replace the battery pack with a fully charged pack or plug the r series unit into a power source. The device was put through extensive testing without duplicating the malfunction. The battery used at the time of the reported event was not returned for evaluation. The device passed the final test procedure, was recertified, and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.